Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.5/2.0/086 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was implanted upside down with no patient injury. On (B)(6) 2022 the lens was explanted but had tore during removal. Later on this same date a replacement lens was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).